Event description:
It was reported by service report that the fastener shut off would not work. The cot was still able to be powered up while in transit in the back of the unit. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Hall effects sensor.